Manufacturer narrative:
Unit alarmed failed battery test after battery installation due to corroded battery tube. Unable to test for off no power anomaly due to failed battery test alarm. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an off/no power alert after a recent battery change. Blood glucose level at the time of the incident was 52 mg/dl. The customer reported that she was recently sent a replacement battery cap which only corrected this issue temporarily. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.